Manufacturer narrative:
Follow-up #1, date of submission 10/09/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings: investigation revealed that there was no visible damage to the keypad. All of the keypad buttons responded properly when tested. The keypad was removed and contamination was observed under the contrast button contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributer stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).